Event description:
Resident was being transferred with lift with 2 na's in attendance. The swivel bolt holding the sling bar to the arm seperated. This bar is made to rotate; it inscrewed. Threads on locking allen screws were not good. This allowed the bolt to unscrew. (*)